Event description:
Just after start of utilizing endo vein harvest tool with cautery set on 3, smoke was noted coming from the wound; tool immmediately removed, tip noted "red hot". Cautery was immediately unplugged from the hemopro machine. Surgeon notified; no damage to patient tissue when cannula reintroduced. Manufacturer response (as per reporter) for vein harvesting, vasoview hemoprounknown